Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks and the lead was fractured. The lead was capped, replaced, and no further patient complications have been reported as a result of this event.